Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, under sensing was noted on the right ventricular (rv) lead after the implant. The lead was not used and replaced with longer lead. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.